Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2012. A week later the patient started having hand and feet pain and inflammation. On (B)(6) 2012, the patient's urologist performed a second surgery to remove a piece of the sling, which was placed too tight. The hand and foot pain and inflammation returned about a week after surgery. The patient has seen multiple physicians and all tests have been negative.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03254. The same patient is represented in each medwatch.